Event description:
When ventilator turned on, small piece of rubber noted from machine. Machine functioning, but was removed from service because of odor. This is the second ocurrence. No adverse pt event.